Event description:
It was reported that the patient¿s healthcare professional (hcp) thought the leads had migrated and was coming out of her back last week. Patient had a bump in her back with pain in that area. It was noted that it was not swollen but getting bigger. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).